Event description:
During product evaluation by a baxter service technician, an I-pump was found to have failed a keypad inspection per (B)(4). This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the delaminated keypad on front case. No repairs were made to correct the reported condition due to estimate refusal by the customer. If any additional information is received, a follow-up MDR will be sent. The initial MDR listed the incorrect occurrence date, this has been changed to the correct occurrence date of (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.